Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing which led to the delivery of an inappropriate shock. Air in the header of the s-ICD is believed to be cause. No intervention has been performed at this time and the s-ICD remains implanted and in service. No adverse patient effects were reported.